Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of extension sets leaked. This was observed before patient use. The event was further described as " when they went to flush the line, instead of going up it just sprayed out". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured in november 2024. H11: the actual devices were not available; however, retention samples were evaluated. The retention samples were visually inspected and no issue/damage was detected; the samples were conforming per product specifications. The retention samples were gravity and leak tested with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.